Manufacturer narrative:
The investigation determined that lower than expected vancomycin (vanc) results were obtained from a non-vitros (mas) quality control (qc) fluid and a vitros therapeutic drug monitoring performance verifier (tdm pv) fluid using vitros chemistry products vanc reagent lot 2514-37-7634 on a vitros 4600 chemistry system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros vanc reagent lot 2514-37-7634 performance issue is not a likely contributor of the event and continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros vanc reagent lot 2514-37-7634. However, a possible cause of the event is an unknown vitros vanc pack related issue. Multiple packs ID¿s from two different cartons of vitros vanc reagent lot 2514-37-7634 were associated with lower than expected results. Two of these pack ID¿s were found to either contain bubbles or were associated with metering aspirate bubble errors on the analyzer. An isolated carton issue or reagent storage/handling issue cannot be confirmed nor entirely ruled out as a contributor of the event as acceptable results were obtained from alternate pack ID¿s within the two aforementioned reagent cartons. Both vitros vanc within run precision testing and vitros gent marker precision testing performed by the customer on the vitros 4600 chemistry system were within ortho acceptable guidelines suggesting an instrument issue was not likely a contributing factor of the event.

Event description:
A customer obtained lower than expected vancomycin (vanc) results from a non-vitros (mas) quality control (qc) fluid and a vitros therapeutic drug monitoring performance verifier (tdm pv) fluid using vitros chemistry products vanc reagent lot 2514-37-7634 on a vitros 4600 chemistry system. Mas lot cha2011 l3 vitros vanc result of(B)(6) vs an expected result of (B)(6). Vitros tdm pviii lot l7179 vitros vanc result of (B)(6) vs an expected result of (B)(6). Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros vanc results were obtained from quality control fluids. No patient sample results were affected. However, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).